Manufacturer narrative:
Date of report: 11/5/2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Customer's blood glucose level was 89 mg/dl. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer filled the tubing and resumed insulin delivery. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.